Manufacturer narrative:
The initial MDR 2432235-2016-00156 was filed on march 25, 2016. Corrected information (4/13/2016): in initial MDR 2432235-2016-00156, the product code provided was moi. The correct code is jje and the information has been corrected.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced a failed power supply with a new one. The cse performed the daily cleaning procedures, and the customer ran quality controls which resulted within range. Upon follow up, the siemens customer care center confirmed that the health of the operators was well and only one employee needed an inhaler due to being asthmatic. The cause of smoke being emitted from the instrument was a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument smelled burning electrical components and observed smoke being emitted from the back of the instrument. One employee needed oxygen after smoke inhalation as the employee is asthmatic. There were no reports of adverse health consequences due to the smoke emitted from the instrument.